Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states the performed an examination and found traumatic edge to edge anterior occlusion causing wear facets of #8 and #9, a class iii dental relationship causing poor occlusion of posterior teeth, a 2mm anterior spacing of the lower arch and mesially tipped crown of #3 and #14 causing heavy occlusal interferences. Patient should cease treatment with byte.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.